Event description:
The exterior portions of the olympus flexible fiberoptic bronchoscope's insertion tubes were noted to have peeling and flaking of the outer sleeves. The material breaking off is a clear coating. Concerned about patient safety (flakes breaking off inside patient's lungs).====================== manufacturer response for bronchoscope, olympus bronchoscope======================olympus stated that they did not recommend using the steris system 1 scope sterilizer with their product.